Manufacturer narrative:
The manufacturing batch records were reviewed and no anomalies were found. The batch met specification prior to release. Two complaints were communicated to anchor products by the distributor on the same date (B)(6) 2017. Both complaints involved the same hospital but the events occurred two days apart. The complaint samples for both complaints were returned to anchor products after decontamination by the distributor. Only the top half of each bag was returned to anchor products. It was not possible to determine whenc complaint sample was associated with the complaint. Both bags were torn across their width. One of hte bags showed damage that was caused by the end user. The cause of the second bag failure could not be determined.

Event description:
Attempted to remove gallbladded through port site. Surgeon had to widen incision significantly to ensure removal of pouch which had ripped from patients abdomen.

Manufacturer narrative:
Complaint unit has not been returned to anchor products for evaluation. The reporter confirmed that the incision had to be enlarged to remove specimen but no serious injury occurred.

Event description:
Attempted to remove gallbladder through port site. Surgeon had to widen incision significantly to ensure removal of pouch which had ripped from patients abdomen.